Event description:
It was reported that the customer's insulin pump did not alarm. The blood glucose reading at time of call was 321mg/dl. Troubleshooting was performed. It was stated that the customer was disconnected and delivered a bolus, but the insulin did not exit. Then the customer changed the infusion set, ran the same test, and the insulin did exit. Instructed the customer to disconnect at the quick release and performed the fixed prime test and the insulin was delivered. Advised that the customer should call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.